Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name : (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that themain drawer row board c was not detected in the application or diagnostics. A field service engineer (fse) reported after power cycling the station, the row board appeared in diagnostics and cubies functioned correctly. The cubies c1 and c3 were ejected during recovery, and the customer planned to replace and reload them. Upon follow-up, no failures were observed; the row board, module controller, and drawer controller displayed correct indicator lights. All cables were inspected and found to be secure. As the customer had not yet installed cubies in row board c, diagnostics were used to move cubies to row c for testing. The drawer was successfully tested in both diagnostics and the application, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.